Event description:
Description of problem: the equipment involved was used along with a tandem for a cs-137 gynecological brachytherapy procedure. The applicators had been positioned in surgery and the pt had been brought to the radiation therapy dept for simulator films. After the films were taken, it was observed that one of the colpostats had come apart at the welded seam and the top of the ovoid was entirely separated from and sitting next to the ovoid stem. No radiation sources had been loaded. The physician removed the applicators without further incident.